Event description:
Pt was found face down next to her bed in lowest position with bolters in place. Facility staff called 911, pt was transferred from ER to vipu with confirmed fracture of left hip. Family requested comfort measures only, new order for methadone to be titrated at vipu. Hme was notified of the event and MFR of bed is unk. Bed was property of facility pt resided.